Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -6.00 diopter, into the patient's right eye (od) on (B)(6) 2014. On (B)(6) 2016, the lens was exchanged for a longer lens due to low vault and refractive surprise. The problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. Work order search: no similar complaints were reported for units within the same lot. The lens was exchanged due to low vaulting and 'refractive change over time'. No report of refractive surprise. (B)(4).